Manufacturer narrative:
The subject device involved in this MDR report is not approved in the u.s.; however, it is similar to paradym models already approved in the u.s.

Event description:
During standard follow-up performed on (B)(6) 2016, several episodes with noise oversensing were observed in both channels. Reportedly, by manipulating the pocket, the physician was able to reproduce noise oversensing.